Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer believed that her blood glucose level of 458 mg/dl at the time of the call was due to the no delivery alarm. Customer stated that she had been hospitalized due to diabetes. During the call, customer noticed that the reservoir was not completely screwed in, and believed this to be the reason for the no delivery alarm. Customer stated that the no delivery was resolved by tightening the reservoir and changing the set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5.